Event description:
It was reported that the ventilator shut down while on patient. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated by field service engineer (fse) and the biomed at the user facility. It was not possible to duplicate the reported event of shut down. The ventilator passed all safety and functional tests and was cleared for clinical use. No ventilator malfunction was found. The power switch was found in the off position at the time that the incident occurred. It is believed that the ventilator was turned off by someone in the room with the patient.

Event description:
Manufacturer's ref #: 263244.